Event description:
It was reported that during central processing, the cadiere forceps (cf) instrument had a broken tip. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: it shows the RMA were received.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.